Event description:
An unknown s7 stent delivery system was inserted in an attempt to direct stent a lesion in the left coronary artery. It was not possible for the stent to cross the target lesion, so the stent delivery system was pulled back to the guide catheter. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon in the left main coronary artery. The stent was reported to have travelled down to one of the legs. The dislodged stent remains in the patient's arterial vasculature. The patient was reported fine post procedure and there are no additional clinical sequelae reported related to the event. The instructions for use were not followed for removal of an undeployed stent when the stent was pulled into the guide catheter.